Manufacturer narrative:
Device was received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen half ruined with the colors busted and knurled. Customer restarted insulin pump but nothing changes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.